Event description:
It was reported that the patient was disappointed as everyone else. It didn¿t take long for their interstim to stop working and now they had terrible pains in their right hip and in the area of the interstim. The patient was sorry they ever had it, but they would do almost anything to get help with incontinence. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).